Event description:
Please refer to report 0009613350 - 2018 - 01236.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trigger considering the following event is identified: loosening, instability. Event description: it was reported that revision of a hip prosthesis took place on an unknown date which was implanted on (B)(6) 2011. Revision was done due to fracture and mobilization of the acetabular component. Two components have been removed: acetabular component and cemented pe liner. Review of received data: pelvic overview x-ray dated (B)(6) 2018: on the right side cementless hip stem and a cemented acetabular reinforcement ring with flange, fixed with two screws. The two screws are broken. Between the acetabular bone stock, cement and the reinforcement ring recognizable radiolucent areas . An additional recognizable screw in the acetabular roof. On the left side implanted cementless modular hip replacement. Ap-view of the right hip: compared to the pelvic overview, no additional relevant findings. Lateral view: compared to the other x-rays additionally detectable third fixed screw and radiolucent zones in the area of the proximal prosthesis stem . Additional recognizable single screw in the acetabular roof. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: this device is intended for treatment. / all involved devices are intended for treatment. - the compatibility check was performed and showed that the product combination was approved by zimmer biomet. - surgical technique is not reviewed as no surgical report was received to compare. Conclusion: the quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. The investigation results did not identify a non-conformance or a complaint out of box (coob). Nearly seven years after the implantation of a cemented acetabular reinforcement ring and a cementless prosthesis stem on the right side radiological evidence of loosening of the acetabular component with a fracture of two screws for cup fixation is evident. Due to the lack of previously comparable x-rays, it is not possible to assess whether there has been a change in position of the acetabular component since the primary implantation. The broken screws, with which the acetabular component was additionally fixed, could be interpreted as an indication of a movement of the acetabular component. Based on the given information and the results of investigation the complaint could be confirmed. However, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on unknown side and revised due to implant fracture, instability.